Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
During medical procedure for repositioning a xia system the surgeon identify that 2 of the poliaxial screws remained blocked, what means problems to remove and non conformity from the surgeon.

Manufacturer narrative:
The device mentioned in this event is a xia lp polyaxial screw. The incorrect catalog number initially reported is a stryker freiburg device. The emdr for the stryker freiburg device will be closed as concomitant since it was not involved with this event (did not cause or contribute to this event). The stryker spine device will be reported on stryker reference number (B)(4). Stryker received additional information on 09/09/2015.

Event description:
During medical procedure for repositioning a xia system, the surgeon identify that 2 of the poliaxial screws remained blocked, what means problems to remove and non conformity from the surgeon.